Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shocks. The rhythm was appropriately called supraventricular tachycardia until a string of premature ventricular contractions came in; leading to ventricular tachycardia diagnosis and therapy delivery. Programming changes were made. Patient is in stable condition.